Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of white foreign material in the air/water channel was presumed to have been due to handling by the user which deviated from the instruction manual. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. The following instruction manual shows how to prevent the event. Gif/cf/pcf-290 series operation manual chapter 4 operation/ 4.2 insertion/ air/water feeding and suction/ air/water feeding:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass was chipped, the optical cover glass adhesive was worn, the distal end adhesive was pitted, the control body aspiration housing ring was worn, the control body identity badge was missing, the switch condition was worn, the air/water connector was loose, the up/down/left/right angle was straining, up/down angle play was evident, the water removal was not up to specification, and the device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during device maintenance, the evis lucera elite colonovideoscope was leaking within the channel system. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that remnants of white crystallized foreign material, believed to be an infacol (simethicone), were found in the air and water channels. This report is to capture the reportable malfunction of a foreign substance found in the air and water channels noted at estimation.